Event description:
The customer contacted stryker to report that their device is not providing voice prompts when the lid is opened. This may indicate that the device is not powering on when opening the lid. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was a failed transistor, designator q35. The device was archived by stryker.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is not providing voice prompts when the lid is opened. This may indicate that the device is not powering on when opening the lid. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.